Event description:
It was reported that the patient presented to the hospital with fatigue and bradycardia. An interrogation of the implantable cardioverter defibrillator exhibited post-paced t wave over-sensing. Programming interventions were made. The patient was stable throughout.